Event description:
Pt was admitted on (B)(6) 2018 a solex cooling cath was placed, left in for use during hypothermia protocol. After a bolus of ivf of 1000 cc. It was noted that the subcutaneous tissue around the catheter was edematous, no crepitus noted. Cardiac pressors had been infusing via that solex cath as well. Once the edema was noted, the catheter was no longer used for drug infusion. Pt was already on a vent, no apparent immediate harm was noted.